Event description:
During a revision surgery, to restore therapy due to a non-inspire related medical procedure where the stimulation lead was cut, the patient experienced bleeding during re-tunneling. Physician applied pressure. This resolved the issue.